Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1003 - vantage ide study. (B)(4). It was reported that on (B)(6) 2023, a 29mm was implanted in a patient. At the end of the procedure complete heart block with ventricular escape was observed the patient was left with the temporary pacemaker. Final implant depth was 4mm. Several pacemaker capture failures were observed, for which the lead had to be repositioned and an absence of ventricular escape was observed. On (B)(6) 2023, the patient had a permanent pacemaker implanted. The patient is stable.

Manufacturer narrative:
An event of complete heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient have a medial history of heart failure and diabetes and the final implant depth was 4mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. Based on the information received, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.